Event description:
This was a rental bed. During the rental period, it began leaking sand. The vendor was called to repair the bed. The repair technician who came out to repair the bed scooped the sand off the floor and placed it back in the bed.